Manufacturer narrative:
Continued: e.1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side saline flat. Healthcare professional reported implant deflation and "clear evidence of capsular contracture" baker grade unknown via operative report. Healthcare professional confirmed capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side saline flat. Healthcare professional reported implant deflation and "clear evidence of capsular contracture" baker grade unknown via operative report. Healthcare professional confirmed capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.